Manufacturer narrative:
The automatic camera adjustment was performed but did not correct the issue. The customer ran 6 samples with known antibodies on the instrument but 2 samples did not repeat as positive. One was positive for anti-k, the other for anti-e. Confirmed the reactivity of the k and e antigens on retention capture-r ready-screen (I and ii), lot x215. A service call was performed. The reader lamp was replaced. The reader mirror and diffuser were cleaned. Automatic camera adjustments were performed and pipettor alignment was adjusted and verified. Samples were received from the customer but were qns for testing (no plasma). It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions with a patient specimen when tested with the 2_cell screen assay on the galileo using capture-r ready-screen lot x215. The sample resulted as negative and units of red blood cells were issued. A second sample from the same patient was tested on the galileo with the 2_cell assay; this sample was reactive. The sample was tested on galieo with capture-r ready-ID lot id090 and anti-k was identified. The original sample was restested on the the instrument to confirm that the original negative result, however, the original sample resulted as positive when retested.